Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part #: 311.43, synthes lot number: 7134826, manufacturing site: synthes jennersville, release to warehouse date: january 9, 2013. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the handle with quick coupling, small (p/n: 311.43, lot number: 7134826) was received at us customer quality (cq). Upon visual inspection, it was noticed that the handle component is cracked at the dowel pin assembly. The dowel pin component was still secured in its position and no other defects were found on the device. Dimensional inspection: a dimensional inspection was not performed during this investigation as the root cause of the device condition has been identified as a device design deficiency, which has subsequently been addressed through CAPA. Document/specification review: the following drawings were reviewed: tap handle for small taps and csk tap handle: manufactured drawing and current drawing. Handle, tap handle: manufactured drawing and current drawing. The diameter and tolerance of bore hole in the handle was changed from 4.4 mm +0/-0.05 mm to 4.5 mm +0.05/-0 mm. Additionally, the diameter tolerance of the dowel pin hole in the handle was changed from 2 mm +0/-0.3 mm to 2 mm +0/-0.02 mm. These changes were made due to CAPA and are relevant to the device condition. CAPA was launched on november 3, 2015 to identify the root cause of handle breakage and reduce its occurrence. Through the CAPA investigation, it was determined that the root cause of the handle cracking was that the tolerances of the holes in the handle were too tight. Depending on the material condition, the press fit between the metallic shaft/dowel pin and their corresponding holes in the handle could lead to an excessive interference fit condition, in which internal stresses within the handle are created. These internal stresses could lead to the handle cracking and/or breaking. The respective drawings were updated through action activity and the design updates were deemed effective through effectiveness actions. It was determined the risk levels associated with a cracked complaint condition were low and medium and determined that an update to the risk documentation was required, which was done through CAPA. The CAPA investigation determined that a new, limited scope dcrm would be created through action activity to document the occurrence rates, severity levels and harms for device 311.43. The new dcrm was approved and released on january 20, 2017. Conclusion: the complaint was confirmed for the received device as the instrument was received with a vertical crack on the handle. A valid design defect was identified as the root cause of the cracked condition. CAPA was launched to address the design defect and was closed on august 2, 2017 after effectiveness monitoring of the design changes was deemed effective. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. See related action. Based on these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set at fsl owens & minor hanover, md site, it was observed that the handle with quick coupling, small was broken. There was no known patient or hospital involvement. This report involves one (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).